Event description:
It was reported that the patient underwent surgical intervention with a plastic surgeon on (B)(6) 2020 wherein the pocket site was revised to address the issue. All symptoms of issues at the pocket site are resolved.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's scs ipg was migrating within the pocket site following a fall. This caused pain at the pocket site. In turn, the patient may undergo surgical intervention to address the issue.